Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial:(B)(6). Batch: 20716808.

Event description:
It was reported that the patient was experiencing pain at the pocket site and the ipg would no longer hold a charge. The patient underwent an ipg replacement procedure during which, high impedance was noted on the lead. The physician had trouble getting the lead into the ipg port and may have damaged the lead contact. However, lead fracture could not be confirmed and lead would stay implanted for now. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility. No device malfunction suspected.